Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during the implant procedure, the lead was implanted but dislodged when the stylet was removed. The helix was retracted and the lead was repositioned; however, the helix would not redeploy. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.